Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During a procedure, air was aspirated into the syringe connected to the sheath extension port after placing the sheath into the patient and before inserting catheters. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.